Event description:
Hill-rom received a report from the account stating nurse call is not responding. The bed was located at the account room 240. There was no patient/user injury reported. This report wa filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call on bed was not enabled. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the side com communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician enabled the nurse call function to resolve the issue. Based on this information, no further action is required.